Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the samples confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the sample confirmed the reported problem of part in seal. The patient labels are loaded into a magazine, these allow for the component alignment into the pockets during the dispensing process. During consultation with the subject matter expert (sme), these components can slide out of the seated pocket and have a high tendency for static friction leading to potential delay in dispensing from the loader itself. This is because the product likes to cling to itself leading to an improper dispense of the component. Although the root cause could not be confirmed, this the likely event that caused the issue. Production team was notified of the reported event. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was found with defective seals. The item was not in use. No injury/death was reported. The report was filed in our complaint handling system under number (B)(4).